Event description:
It was reported that during an endovascular procedure to treat a 60 mm aneurysm, an obstruction was encountered within the wire lumen of the etlw1616c124e endur ii limb delivery system, which was likely located inside the handle mechanism of the delivery system. After successful deployment of the main body device, the gate was cannulated using a soft wire and non mdt catheter , the soft wire was then exchanged for a non mdt stiff wire. An intravascular ultrasound catheter was used  to confirm gate cannulation and determine the flow divider to left hypogastric length.  The etlw1616c124e was then opened and prepared. The ivus catheter was removed so the iliac stent graft could be deployed. However,  there was something within the wire lumen of the etlw1616c124e delivery system that was obstructing it from advancing over the wire. After a few attempts, it was determined the obstruction was likely in the handle mechanism of the delivery system. The system was withdrawn, and the end of the wire was inspected for damage, with none found. A replacement etlw1616c124e was opened and prepped, and the device was advanced and deployed successfully, completing the case without further issues.  Per the physician the cause was likely an obstruction in the handle mechanism.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received; it was confirmed the guidewire lumen flushed as normal before being advanced over the wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. Kinks were observed on the graft cover at the strain relief and stent stop. An in-house 0.035¿ guidewire was attempted to be backloaded through the tip, however resistance was encountered at the stent stop. The guidewire was attempted to be frontloaded through the proximal guidewire port however resistance was met at the strain relief. It was not possible to fully advance the guidewire through the device due to the blockage no other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis the reported event could not be assessed based on the imaging reviewed; therefore, the cause of the event could not be determined. The pre-implant images demonstrated moderate tortuosity of the left limb; however, these anatomical findings are not considered contributory to the reported event, which involved an obstruction/blockage within the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.